Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-01725. It was reported the patient experienced uncomfortable stimulation after having a fall. Lead diagnostics indicated high impedances. As a result, surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patients leads migrated. Surgical intervention occurred wherein the leads were explanted and replaced with a paddle lead.